Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received that rv insulation damage was suspected but this was not confirmed.

Event description:
It was reported that, noise resulting in oversensing was noted on the right ventricular (rv) lead. Provocative maneuvers were performed leading to the rv lead being capped and replaced to resolve this event. The patient was stable.